Manufacturer narrative:
Evaluation conclusion: no longer applies.

Manufacturer narrative:
Concomitant medical devices: product ID: 37761, serial# (B)(4), product type: recharger . (B)(4). Analysis of the desktop charger (dtc) [s/n (B)(4)] found there was a broken connector pin on the cable assembly. Evaluation conclusion code applies to the desktop charger (dtc). Evaluation method codes apply to the desktop charger (dtc). Evaluation results codes apply to the desktop charger (dtc).

Event description:
The consumer reported that there was a bent/broken connector pin on the desktop charger (dtc) in (B)(6) 2015, and the connector pin broke fully in (B)(6) 2015. Additional information received from the consumer later reported that there was "poor communication" on the patient programmer, and the patient was unable to communicate with either external device. Furthermore, the implantable neurostimulator (ins) was last charged and stimulation was last felt in (B)(6) 2015. The consumer also reported that the battery charger cable broke, and the reason for not charging ins was that the insr broke. It was reviewed that the ins was likely in overdischarge. There was no patient harm reported. No outcome or further troubleshooting/interventions were reported for this event. Follow up information was requested to determine event outcome and any additional steps planned/taken to resolve the reported issues. If additional information is received, a follow up report will be sent. The patient's indications for use included non-malignant pain.